Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the monophasic shock delivery. Additionally, the device displays 'abnormal energy delivery' message. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The therapy board was replace to solve the reported issue. After updating the software, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.